Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing fluid in the bladder. The fill-port cap was removed and a back-flow was confirmed at the fill-port due to a tiny glass fragment underneath the check-band. No other cause of back-flow was found during the examination. No other observation was noted during the evaluation. The glass fragment was introduced into the fluid pathway during filling without the use of a filter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor device was observed leaking at the fill port during filling. There was no patient involvement. No additional information is available.